Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer loaded cold insulin into the cartridge. Customer changed the cartridge to address the issue. The customer's blood glucose (bg) level was "high"; however a specific value was not provided. Customer delivered a correction bolus via the pump to address bg.